Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on, and "needs a power supply". No patient involvement.

Manufacturer narrative:
Biomedical engineer. No patient information provided by the customer.

Manufacturer narrative:
Updated. No patient information provided by the customer. The unit was in service for patient use after replacing the parts.